Manufacturer narrative:
(B)(4). Film evaluation results are: a review of pre-implant 3d film report confirmed that the patient had a 53mm max diameter aaa. The proximal neck diameter was 25mm just below the lowest left renal artery, and 22mm lower at the bottom of the neck narrowed to 14mm in diameter. The proximal neck was severely angulated l-r and calcified; especially along the narrowed section. The distal aorta was extremely narrow (10mm diameter) as well as extensively calcified. The iliac arteries were moderately tortuous with areas of calcification noted; bilaterally. The right femoral access diameter was 7.5mm and the left femoral access diameter was 7.8mm. The exact cause of the intraoperative rupture at the distal aorta could not be determined from the pre-implant films provided. Films during implant were not available for review. However, it appears likely that the patient¿s pre-existing anatomy (calcified and small distal aorta, type ii endoleak), in conjunction with stent graft delivery and ballooning, likely contributed to the rupture. Other manufacturer¿s wire may have also contributed.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck was 24.6 mm proximally and 14.3 mm distally with a length of 21.5 mm and 71.4 degree angulation. The aortic bifurcation was 10.3 mm in diameter. The right iliac was 8.2 mm, 9.2 and 14.9 mm from proximal to distal. The left iliac was 9.2 mm, 9.6, 11.5 and 7.8 mm from proximal to distal. There was stenosis in the proximal neck, aortic bifurcation and proximal segments of common iliac arteries. It was reported the initial access was difficult. Calcification in the proximal common iliac arteries and distal aortic bifurcation inhibited the passage of wires, catheters and sheaths. Once the wires were placed the physician introduced the 12fr sentrant sheath on the left and a 14fr sentrant on the right. These devices went up with unexpected ease. The physician proceeded with the placement of the stent grafts "bareback" as planned; 28mm endurant iis on the right, extend the ipsilateral side with a 16/10/124 endurant limb and contralateral left with a 16/13/124 endurant limb. A reliant balloon was introduced and inflated in the proximal neck and then the contralateral limb. The reliant balloon was transferred to the ipsilateral side and during this time the physician and the anesthesiologist expressed concern about the patient's blood pressure drop. Drugs and volume was administered. The ipsilateral limb was ballooned. The physicians expressed concern there was a contained rupture fed by a type 2 endoleak from the left distal lumbar artery. An angiogram was performed through the left hypo in the attempt to identify and embolize the bleeding source. Selecting the specific branch was difficult. The physician suggested embolizing the left hypo and coils were placed. The patient pressure only recovered with additional volume. They then placed a 13mm x 10 cm stent from another manufacturer extending into the left external, covering the hypo. Attention was placed on the right side to identify additional collateral flow. A few targets were identified and coiled. The physicians decided the best option was to cover the right hypo as well and an 11mm x 10 cm stent from another manufacturer was placed, from the endurant limb into the hypo. The patient pressure would not recover sufficiently after the reversal of heparin. The physician decided to open and confirmed a contained retro peritoneal rupture at the distal aortic bifurcation. The aorta was clamped and opened. The endurant bifurcated stent graft was transected proximal to the flow divider to allow explant of the distal portion of the bifur and the limbs. The physician then selected a 22mm bifurcated graft to complete the open repair. The physician stated the event was anatomy related and suggested the calcification of the distal aorta tore into the distal lumbar branches. It was further reported that the patient underwent a colectomy; the physician anticipated that this may occur due to the embolization of both the hypogastric arteries. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.